Event description:
It was reported that during maintenance, the video system center had no image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel blackout display based on the results of the investigation, it is likely the following led to the malfunction: no problem was detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.